Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the scale printing was blurred. To aid in the investigation, ten samples with no packaging and ten photos were received for evaluation by our quality team. A visual inspection was performed. One sample has 1/16" of lines 13 and 14 missing from the scale marking. Five samples have a fine dark colored stain of ink printed at the bottom of the syringe barrel, three samples have dark colored specks of embedded degraded resin, and one sample has no defects or imperfections. The ten photos provided show some of the samples received. The ink and scale marking conditions occur when there is a jam during the syringe barrel printing process. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The samples will be shown to associates for awareness. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Description/event details: this is a complaint about scale printing found to be blurred and poor. No harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.